Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room (ER). The device had delivered anti-tachycardia pacing (atp) and multiple shocks. The rhythm was reportedly detected in the ventricular tachycardia (vt) zone and appeared to be supraventricular tachycardia (svt) in origin. Rhythm ID was on and sustained rate duration (srd) was programmed off. Technical services was consulted and discussed that prior to the atp delivery, rhythm ID may have been inhibiting, however, if the rhythm and morphology changed, the rhythm may not have been correlated, resulting in therapy delivery. To date, no adverse patient effects were reported.